Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the monitor could not turn on, power button was not working. The issue occurred after an unknown procedure when the device was no longer used on patient. There were no reports of patient involvement.